Event description:
It was reported that the pump had motor failure. No patient injury was reported.

Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was chipped and cracked. The event history log showed motor rate error. A flow test was performed and the reported problem was duplicated. The motor assembly was replaced and that cleared up the problem. The root cause was normal wear, parts were over 14 years old. Actions were taken to mitigate the reported issues: replaced motor assembly and all functional tests passed.